Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system -battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial or lot#: (B)(6). UDI #: (B)(4). D9: yes 2024-apr-08 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 15-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system -controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? No h4: mfg date: 25-jan-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented to a hospital with alarms. The controller exhibited multiple power disconnect alarms on the batteries and an unexpected loss of power. The batteries were removed from use and the controller remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had double disconnected power sources, but it was not clear if that was the cause of all of the controller power losses. It was also reported that the power disconnect alarms were attributed to communication errors between the batteries and controller.

Manufacturer narrative:
A supplemental report is being submitted for an update to b3. Date of event: investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# bat (B)(6) h3: yes serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (B)(6) was not returned for evaluation. Two (2) batteries (bat(B)(6), bat(B)(6) were returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that bat(B)(6) and bat(B)(6) passed visual inspection and functional testing. The batteries were able to adequately charge and provide power to a test controller with no anomalies observed. Internal inspection of the returned devices did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed per iod; however, review of the data log file revealed several instances involving bat(B)(6) where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Log file analysis also revealed six (6) controller power up events with associated motor start events were logged between 25/mar/2024 at 17:14:57 and 28/mar/2024 at 19:45:06, indicating losses of power to the controller. Of note, following the second controller power-up event, the controller power-down time was recorded with an invalid time stamp of 09:58:08. This is an additional finding, not related to the reported event. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. The most likely root cause of the observed invalid timestamp event can be attributed to the software design for calculating the power down time. The controller was without power for an average of thirty-one (31) seconds per loss of power. Several momentary disconnections were observed leading up to the second, third, fourth, and fifth losses of power. No anomalies were observed leading up to the remaining losses of power. As a result, the reported p ower disconnect event involving bat(B)(6) and losses of power events were confirmed. However, the reported power disconnect event and no power event involving bat(B)(6) could not be confirmed. The associated batteries were lubricated prior to release. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the co mmunication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to an intermittent disconnection on o ne or both power sources, and/or to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections event can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.